Event description:
A hysteroscope adaptor was used in conjunction with a hydrothermablation procerva procedure set during a hydrothermablation (hta) procedure. According to the complainant, 8 minutes into the ablation, the black collar on the adaptor separated from the metal piece of the adaptor. As a result, hot fluid leaked out onto the pouch on the patient drape. At that time, a fluid loss alarm was generated (rate of loss 10 cc's). The procedure was completed with this device and there were no patient complications. The patient's condition is reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The product has not been returned; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.